Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the plastic distal end cover had a burn. There were no reports of patient involvement.

Manufacturer narrative:
Corrected data: h6(component code: removing ¿tip¿ and adding "cover¿) this report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely that a high-energy endo therapy accessory was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip which subsequently led to the distal cover burn. The event can be detected/prevented by following the instructions for use. ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿ olympus will continue to monitor field performance for this device.